Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). -review of the most recent repair record determined that the cutter gears and collars were worn, one cutter (sn (B)(6) ) failed testing, the ratchet was damaged, and the roller gear was bent. The collars on the cutter, and the cutter, roller, and ratchet gear were replaced; however, the repair was not completed because cutter sn (B)(6) would need to be replaced by the account. -device is used for treatment. -a definitive root cause cannot be determined. -the event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device created an incomplete mesh. It is unknown whether the mesher or the cutter or a combination of both that are contributing to an incomplete mesh. This is a living legacy is a cadaver skin bank and as a result no harm or other adverse event was reported.